Event description:
A male patient, (B)(6), on peritoneal dialysis experienced peritoneal dialysis catheter related complications. The patient's nurse had reported that the patient's catheter had twisted and the patient required surgery to reposition the catheter. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).